Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the "ac adaptor was missing from the packaging." No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.